Event description:
It was reported that high impedances were identified on multiple contacts causing inadequate stimulation and reduced pain relief. An x-ray was taken and showed that some contacts had moved down the lead. Reprogramming was done to provide stimulation. The patient will be re-evaluated to determine if any additional intervention is needed.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that high impedances were identified on multiple contacts causing inadequate stimulation and reduced pain relief. An x-ray was taken and showed that some contacts had moved down the lead. Reprogramming was done to provide stimulation. The patient will be re-evaluated to determine if any additional intervention is needed.